Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillators (crt-d) device exhibited atrial undersensing. Technical services (ts) reviewed the presenting and stated that the atrial undersensing led to biv trigger pacing prior to premature ventricular contraction (pvc) with retrograde that causes pacemaker mediated tachycardia (pmt), however it is true pmt event as pmt algorithm broke the rhythm. Ts recommended programming options and sensitivity adjustments. It was recommended to reprogram the sensitivity and then monitor the patient for potential oversensing. This device remains in service and there were no additional adverse patient effects reported.